Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) reporting that the inner tube of the bent tip puncture needle was quite difficult to remove. The lead usage did not generally have problems. Three of the four needles opened today were difficult to remove. After the inner tube was removed and reinserted several times, the difficulty of removing it was resolved to some extent (insertion and removal became smooth to some extent). However, the significant difference between the products has led to this complaint. No actions were taken. The procedure was completed without major problems. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID neu_epiduralneedle lot# serial# unknown, product type: accessory ,product ID: neu_epiduralneedle, lot# serial# unknown. Section d information references the main component of the system. The returned epidural needles (3) were subjected to a series of standard tests that include but is not limited to visual inspection. Analysis determined that there was a sharp edge on the undercut side of the spoon of each needle, indicating that the needles were missing the grinding process. H6: coding belongs to the three returned needles. G2. Foreign: japan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: please note, codes c16 and d0301 no longer apply to this report based on the updated analysis results. Analysis was updated for all three needles to note that the visual observation of a sharp edge was not defined as a non-conformance as the stylet could be removed for without any issues and there was evidence that the grind process was performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.